Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the extended bolus feature appeared to be in progress although the bolus delivery had completed. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, pump data confirmed that the correct bolus dosage had been delivered over the correct period of time.